Manufacturer narrative:
The investigation determined that a higher than expected vitros amon result was obtained when the customer was processing a vitros liquid performance verifier l1 quality control fluid using vitros amon lot 1018-0253-9366 on a vitros 5600 integrated system. The most likely cause of the higher than expected vitros amon result was an instrument issue, specifically microslide incubator contamination is suspected. An ortho fe went on site and cleaned the microslide incubator and rotor, replaced the evaporation caps, and replaced three cover interlock switches due to initialization error codes. The ortho fe did not complete a within run vitros amon precision test before completing service action, however following the ortho fe service actions, a precision test indicated acceptable vitros 5600 integrated system performance. Although the calculated sd following service actions was not acceptable, there is improvement in the post service results compared to those obtained prior to the service actions. Therefore, an issue related to the vitros 5600 integrated system is the most likely cause of the higher than expected vitros amon result.

Event description:
A customer contacted ortho clinical diagnostics (ortho) global technical support center (tsc) to report a higher than expected ammonia (amon) result when vitros liquid performance verifier quality control fluid was tested using vitros amon slides lot 1018-0253-9366 on a vitros 5600 integrated system. Vitros lpvi lot k7186 result of 108.18 umol/l versus the midpoint of the range means 45.2 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The customer obtained the higher than expected result when processing a non-patient fluid. No patient results were affected around the time of the event. Ortho was not made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).